Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was verified and the high voltage module was replaced to remedy the problem. The device was recertified and returned to the customer. The high voltage module was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty diode on the high voltage module. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib disabled" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.